Event description:
The patient's blood glucose level was above 400 mg/dl and it was reported that the patient was experiencing skin irritation and inflammation while wearing the pod between 24 and 36 hours on the infusion site (arm). The patient visited the dermatologist and was prescribed a cream as treatment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.